Event description:
Iridex corp.a mfg sterile laser delivery devices (iris medical endoprobes for use with it's laser systems for the treatment of various retinal diseases by photo-coagulation. Iris medical endoprobes are sealed inside an inner tyvek pouch which has two iridex formed seals. One to capture and retain the product and another safety seal placed about an inch away. This inner pouch is then sealed inside an outer pouch, which carries the device label. Both iridex formed seals on the opposite end of the "chevron" seal, which is formed by a supplier. The chevron seal is the seal opened by the end user. In 2004 a complaint was received from the field that a box of 6 angled iris medical endoprobes was received with the outer pouches open (unsealed). This was determined not to be a reportable event because upon opening of the box the user could clearly see that the product was not sealed properly and would never use the device. If they attempted to use the device opening the outer pouch chevron seal would result in the inner pouch dropping out of the bottom of the outer pouch as it would not have any iridex formed seal present. Upon receipt of this info this lot of probles was quarantined and 100% inspected. The inspection was documented and was completed in 2004. There were no pouches found to be unsealed, however 19 outer seals were found to be rejectable in that the inner pouch was intruding into the outer pouch seal in varying degrees. A stop shipment was initiated on all probes in 2004 and all probes were 100% inspected. The results of this investigation are documented in the attached spreadsheet.